Event description:
The subject device was used during a laparoscopy procedure. The probe of the device was broken and fell off outside the patient. The probe tip was retrieved and the procedure was completed with the spare t3075. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16mm from the distal end, and a crack was developed on the fractured surface. The tip of the ptfe pad was severely worn, and the metal part of the grasping section was exposed. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we presume that the user activated ultrasonic output while twisting the device when grasping tissue, consequently causing the unbearable load to the device and the probe was broken. And we presume that the grasping surface in the grasping section was severely worn and the metal part of the grasping section was exposed because the user activated ultrasonic output while grasping nothing. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.